Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support to load a new cartridge, the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a pump replacement, and the customer opted to use multiple daily injections (mdi) as a backup therapy.